Event description:
It was reported that the insulin pump alarmed an error during the rewind process. The customer stated that she went to rewind the insulin pump, inserted the reservoir, and received the alarm. She stated that the piston was not moving and the insulin pump was not registering the reservoir. The blood glucose reading was 233 mg/dl. She noted that the insulin pump had been dropped a few days prior. She was advised that during seating, the force sensor did not detect the reservoir. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.